Event description:
It was reported that the patient presented to the clinic. Upon review, the right atrial lead exhibited high pacing impedance and elevated threshold. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.